Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had inappropriate shocks delivered due to an supraventricular tachycardia (svt) rhythm that began in the monitor only zone and accelerated into the vt zone. Therapy was exhausted in the vt zone. This was a result of detection enhancements unavailable after the delivery of anti-tachycardia pacing (atp). No adverse patient effects were reported. A boston scientific technical services consultant discussed removing the monitor only zone and adding one atp zone with a long duration. No adverse patient effects were reported.